Manufacturer narrative:
(B)(4). The 180181 maestro radial stem 6.0x40mm 635990; 180151 maestro rad w/brg 7x15 7.5 rt 294070; 180103 maestro carp plate 9x37 aug 6 697940; 180063 maestro carpal head 7x15mm std 961010; 113846 titanium screw low prof 5x30mm 472030; 113843 titanium screw low prof 5x15mm 349570. The complaint cannot be confirmed with limited information received. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04638; 0001825034 - 2018 - 04641 ; 0001825034 - 2018 - 04644 ; 0001825034 - 2018 - 04648.

Event description:
It was reported that the patient underwent a wrist revision due to unknown reasons five years post primary surgery. No additional information is available.